Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that varying lead impedance and failure to capture were observed after implant and after an attempt to reposition the lead. The lead was replaced and the patient's condition post procedure was fine.